Manufacturer narrative:
Please note, that the following section is being updated, based on additional information provided by a penumbra sales representative on 10/18/2021. 1. Section b: box 5, describe event or problem. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure, in the superficial femoral artery and popliteal artery. Using an indigo system aspiration catheter 6 (cat 6) and an indigo system catd aspiration catheter (catd). During the procedure, while retracting the cat 6 through the catd at the end of the procedure, the physician experienced resistance. Subsequently, upon removal, the physician stretched and broke the cat 6 at the mid-shaft. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and an indigo system catd aspiration catheter (catd). During the procedure, while retracting the cat6 through the catd at the end of the procedure, the physician experienced resistance. Upon removal of the cat6, it was noticed that the cat6 was damaged. The procedure ended at this point. There was no report of an adverse effect to the patient.